Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised (B)(6) 2012. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to elevated metal ion levels. The operative notes indicate no sign of loosening. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent total hip arthroplasy on (B)(6) 2006. Subsequently, patient alleges elevated metal ion levels. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Design engineer reviewed radiographs and noted cup appears to be more vertical than recommended. Description updated to indicate no signs of loosening noted in operative notes. Updated with patient's blood test results.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised (B)(6) 2012 due to patient allegations of elevated metal ion levels and cup loosening. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01784 / 01785).

Manufacturer narrative:
This follow-up report is being filed to relay the revision procedure date and cause, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01784-1 / 01785-1).